Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic stack and corroded motor home switch. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unable to verify keypad unresponsive or button error alarm due to critical pump error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had unknown pump error alarm. The customer¿s blood glucose was unknown. The customer stated that the alarm of the insulin pump sounded continuously and the alarm was not stop sounding even though the battery was removed. The button was not respond at all even though the battery was inserted again, and the alarm could not be cleared. The battery had already been removed, so the back button was pressed and held, and the alarm was cleared. There was no display of characters such as insulin pump errors, and only the picture was displayed, but the details of the error could not be asked. The insulin pump will not be returned for analysis.